Event description:
Rn flushed femoral line. When rn disconnected the flush from the microclave, the microclave continued to bleed. Rn called for additional rn support. Two rns clamped the femoral line and changed out the microclave. Bleeding stopped. Upon inspection of first microclave, inner part remained depressed. Rn notified manager. Multiple lot numbers involved.